Event description:
The user facility reported that during a laparoscopic cholecystectomy procedure, the distal tip of the sonosurg scissor became detached, and fell inside the patient. The broken piece was successfully retrieved with the use of an unknown model of grasper. There was no patient injury reported.

Manufacturer narrative:
The sonosurg probe was received and was returned to the original equipment manufacturer (OEM) for evaluation. The evaluation confirmed that the sonosurg probe was broken at 41.7cm from the distal end. There was discoloration, and indentations identified near the fracture point where the distal end was detached from the main shaft. The cause of the user's report could not be conclusively determined, but physical damage could not be ruled out as a contributory factor. If additional and significant information becomes available, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.